Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Interrogation of the implantable cardioverter defibrillator revealed that the right atrial lead was exhibiting far r wave oversensing, resulting in inappropriate mode switch episodes. The device was reprogrammed to address the issue. The patient was asymptomatic and in stable condition throughout.